Manufacturer narrative:
Should additional information become available regarding this event, it will e re-evaluated and a follow-up report will be sent.

Event description:
It was reported the patient was implanted with a monarc sling system on (B)(6) 2009 to treat her stress urinary incontinence. It was reported the patient experienced mental and physical pain and suffering, as well as permanent injury. The patient underwent non-specified medical treatment, corrective surgery, and hospitalization.